Manufacturer narrative:
D2a and d2b was erroneously entered on the initial manufacturer device report number. D6a and d6b should have been left blank. H5 and h8 was erroneously entered on the initial manufacturer device report number. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. D9 updated.

Event description:
It was reported that a patient implanted with an impella pump experienced a purge disc not detected alarm following a purge cassette change. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Corrected information has been provided in d1 brand name. D3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the inability to recognize the purge disc on ic7999 was a broken mechanical lever within the purge pressure sensor.